Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  In response to FDA report number: mw5089454. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency "pain", "breast pain", and "capsular contraction", baker grade unknown. Patient also reported via regulatory agency "leg pain", "joint pain", "body aches", "issues with autoimmune system", "hashimotos disease", "heart palpitations", "digestive issues", "dry eyes", "visual changes", "health issues shortly after implantation", "difficulty breathing", "headaches", and "chronic inflammation"; these are not device related. Device remains implanted. This record is for the left side.